Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026 due to hyperglycemia. The patient's blood glucose levels were not reported. Reported symptoms included vomiting, headache, abdominal pain, and weakness. The patient was diagnosed with severe dehydration and diabetic ketoacidosis (dka). Treatment during hospitalization included fluids. The patient was discharged on (B)(6) 2026. Error messages were reportedly displayed stating, ¿memory corruption.¿ the patient deleted and reinstalled the app.